Event description:
I, the patient, used bausch and lomb -b&l- renu multiplus multipurpose saline solution-lot number unknown- for a period of 2 weeks. I have always used alcon opti free express saline solution, but tried this b&l product when I rec'd it free in a box with a purchase of 12 pairs of b&l contact lens. During this 2 weeks time, I endured painful eyes, sensitivity to light, eye soreness, and had to stop wearing my contact lens as a result. I called up bausch and lomb to report these adverse events, using the toll free number on the bottle itself. I spoke to a b&l customer service representative, and requested to speak to their safety group to report an adverse event. The customer service representative said they don't have a safety group. I told her my issues and asked if there were any other complaints filed with this product that she was aware of. She said no. I asked her what her medical background was, to see if she could help me with these eye issues. She said, she has no medical background. I insisted she send me a mailer, so b&l could test the product I was using, to see if there was something wrong with it. She hesitantly obliged after I requested this twice. Later the following day, I saw my eye dr, and he said I had a mild to moderate eye infection. He said I should discontinue use of this product, as I may have had an allergic reaction to the preservatives in this product. Two weeks later, b&l followed up by phone to inform me, they didn't find anything out of the ordinary. Since this event, I have told 2 other people about my occurrence with use of this product, and they said they had experienced similar symptoms and developed eye infections too. Dose or amount: no rub formulation. Frequency: daily. Dates of use: 2008. Diagnosis or reason for use: eye infection, painful eyes, sensitivity to light. Event abated after use stopped: yes.